Event description:
A customer reported via phone call indicating that they were hospitalized for unknown reasons. The customer does not remember why they went to the hospital. The customer was throwing up, but was treated with reglan and lantus. The customer believes their blood glucose was 250 mg/dl. The customer was diagnosed with diabetic gastroparesis customer was treated with reglan and lantus. The customer did not provide anymore detail for the hospitalization. The customer stated that they had lost their insulin pump and was not wearing it prior to the hospitalization. The customer was sent a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.